Event description:
It was reported that during a pta/stent treatment procedure, when the physician inflated the balloon, the stent slipped off the balloon. No additional information is available at this time.